Event description:
It was reported that the patient cassette was faulty. There was no patient harm. Manufacturer's reference number: (B)(4)..

Manufacturer narrative:
Our field service engineer visited the hospital and investigated the anesthesia system, the patient cassette was found faulty and was replaced. The replaced patient cassette was not returned for investigation as it was kept by customer. No logs or additional information have been available, and therefore, the true cause of the reported issue has not been determined.

Event description:
Manufacturer's reference number: (B)(4).